Event description:
Additional information received from the consumer reported that the patient¿s device was not working and they were constantly wetting the bed. There were adjustments made to the patient¿s settings that resolved their first loss of therapy for a period of time and the patient did not have any problems. The patient had a return of symptoms again that began on (B)(6) 2016. The patient had 6 accidents and it was a nightmare. Stimulation was set at 2.6v or 2.7v, but the patient had a return of symptoms so they increased stimulation to 6.8v and then 6.9v. The patient was still not having any symptom relief and was not feeling stimulation since (B)(6) 2016. When the patient¿s spouse adjusted the stimulation, the patient felt it, but then it went away. The patient¿s spouse would contact the health care provider (hcp) and make an appointment to discuss the return of symptoms and programming.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient was having problems wetting overnight and their therapy was not on. The patient's therapy was turned on and the situation was not resolved. The patient was at 2.7v and increased to 2.8v. The patient had been in and out of various medical facilities since (B)(6), so they hadn't seen their managing health care provider (hcp) for their device in a long time. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.